Event description:
Not known. I have been named in a lawsuit in which a partner used a dilapan and it apparently broke with a piece of it ending in the peritoneal cavity. The claim is that the dilapan caused adhesions, pain, etc. It was inserted prior to a d&c, and it was apparently fragmented and was found at the time of surgery in the abdominal cavity.